Manufacturer narrative:
The investigation is ongoing. A supplement report will be sent upon investigation completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test on (B)(6) 2026. The consumer tested positive the following day, (B)(6) 2026, with a binaxnow¿ covid-19/flu a&b combo self test. The consumer indicated that they were symptomatic with a runny nose and headache. No additional information related to patient treatment and outcome was received.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000916284 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 0000916284 and device part number 195-430wl lot 916284. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000916284 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test on (B)(6) 2026. The consumer tested positive the following day, (B)(6) 2026, with a binaxnow¿ covid-19/flu a&b combo self test. The consumer indicated that they were symptomatic with a runny nose and headache. No additional information related to patient treatment and outcome was received.